Manufacturer narrative:
A complete lead was returned in one piece for analysis and visual inspection of the lead revealed no anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The damage noted to the lead body was consistent with that occurring at the time of explant. The results of the investigation concluded the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular lead. The lead was explanted and replaced and the patient was in stable condition.